Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that the screw broke during implantation. The screw was removed.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. The review of the device history records was not possible due to no lot number being identified. Due to no device being returned the failure root cause cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
FDA notified us of our follow up for this event is skipping in sequence. Identified a typo g7. Corrected follow- up #: 2 to follow-up #:1. No additional information was received.